Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of an ikp data-infusion malfunction could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
It was reported that upon review of the bd process information (pi) system, "infusion malfunction" appeared in the internet-keyed payment (ikp) data for device interoperability. The review was performed by bd clinical infusion data consultants. There was no reports of patient consequence or impact.